Event description:
It was reported that the patient had an infection at the ipg and lead site. Symptoms of raised incision site and warm to touch were noted. It was unknown if the infection was device or procedure related and the patient was prescribed with antibiotics. The patient underwent a full system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
B3: exact date unknown, event date used was the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7117441/7120610.